Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (via a manufacturer representative (rep))who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that they were starting to feel pulses of a jabbing sensation that felt hot in her lower back and in her side. The patient stated that it also felt like a shocking, electrical sensation that was different than the tingling sensation she would get from the spinal cord stimulation (scs) system. Specifically, the patient noticed one event when these sensations occurred 30 minutes after using the bone growth stimulator system. The bone growth stimulator system was prescribed to the patient after they had a spinal fusion on (B)(6) 2018. In the end, the patient would continue to monitor how the use of the bone growth system goes, would keep the scs off during the bone growth system use and would discontinue to use the bone growth system if the patient was having discomfort with it. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was to alternately use their stimulator and the bone growth stimulator for a period and then call if the sensation persists. The patient¿s weight at the time of the event was asked but was unknown. The provided information had not been confirmed with their account as the patient was seen at their physical therapy appointment. No further complications were reported/anticipated.